Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic whipple procedure, after firing the reload could not be unloaded from the handle. There was no injury to the patient.